Event description:
It was reported that a malfunction alarm occurred, which occurred repeatedly but did not cause any adverse impact to the customer's blood glucose level. The customer continued using the current pump.